Event description:
It was reported that the customer was receiving no delivery alarms with two different infusion sets. The customer stated the issue had lasted since the week prior. The customer's blood glucose was 113 mg/dl. Troubleshooting could not be done because the alarm had been resolved by an infusion set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.